Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was found to have an infection and has both generator and lead explanted. The patient was reimplanted with vns months later. Device history record was reviewed for both the generator and lead, and confirmed that both devices were sterilized prior to distribution, and passed all quality control measures. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.